Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) was isolated to contamination throughout the monitor and on the pca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.